Event description:
It was reported via repair work order that the ground path on the power cord and auxiliary power cord was compromised due to damaged power cord. It was further reported that the head right siderail collapse due to missing gas cylinder from the side rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.